Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
During a review of the significant event log, it was noted that the unit logged a 120f error (low tidal volume) .the device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date rec¿d by MFR: 12dec2018. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery, power management board, motor controller board and retention plate and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.